Manufacturer narrative:
--

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Additional information became available that this lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture for greater than 6 seconds. The patient underwent a a swan-ganz catheter procedure and upon removal of the catheter it is believed to have caused the rv lead to have a microdislodgement. The device was reprogrammed to max outputs to alleviate any lead issues and the lead will remain implanted and watched closely for now. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information was received that this lead also exhibited high ventricular thresholds.